Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the phasix st (device 2). An additional supplemental emdr was submitted to represent the ventralex st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2018 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex st (device 1). Per op notes, ¿the hernia sac was identified and dissected free. The hernia sac was excised. A ventralex st (device 1) was placed and sutured circumferentially.¿ on (B)(6) 2018 - patient was diagnosed with abdominal wall abscess, seroma and hematoma thereby underwent open repair. Per op notes, ¿the incision was opened. A cavity above the prior mesh was noted. It contained seroma and old hematoma were evacuated.¿ on (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia with infected mesh, abscess and abdominal pain thereby underwent open repair with excision of ventralex st (device 1) and implant of phasix st (device 2). Per op notes, ¿abscess was encountered and drained. The prior mesh (device 1) was noted. The omentum adherent to mesh was excised. The infected omentum excised. All the abscess cavity was drained. The infected prior mesh (device 1) was excised completely. The hernia defect was noted and reduced. A phasix st (device 2) was placed and sutured.¿ on (B)(6) 2018 - patient was diagnosed with chronically infected mrsa wound infection involving mesh thereby underwent open repair with excision of phasix st (device 2) and implant of biological mesh. Per op notes, ¿a large amount of purulent fluid associated with mesh (device 2) was drained. The total infected wound was excised. Adhesions were lysed. The infected mesh (device 2) was excised completely. Flaps were raised bilaterally. A biological mesh was placed and sutured.¿